Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The grater broke during surgery. Update (B)(6) 2015: upon product evaluation the bar was broken off the grater head. (B)(6).

Manufacturer narrative:
Examination of the returned reamer confirms the observation. The root cause is attributed to a supplier process error. A previous investigation by the manufacturing supplier has determined that an improper heat treat process, by a secondary vendor, is the root cause for the reported problem. Preliminary risk assessment (pra) and health hazard evaluation (B)(4) was held and details the conclusion that minimal patient risk was identified. Corrective action has been established, and can be traced through supplier CAPA (B)(4) and depuy CAPA (B)(4). Monitor through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.